Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was broken, the power cord inlet was pushed in and is loose, and damaged. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the power switch cover and power cord inlet/receptacle were damaged. This report is being submitted for the malfunction found by service during the device evaluation [damaged power cord receptacle]. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
Correction to g2 to add health care professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that repeated use or unintentional break of the cable unit caused the event. The cause of the break could not be identified. Olympus will continue to monitor field performance for this device.